Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test due to loose and protruded drive support disk. Insulin pump was received with minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube lip, broken belt clip slot, cracked battery tube threads, and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed compromised force sensor system and insulin was squirting out during manual prime. Customer's blood glucose was 180 mg/dl. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.